Event description:
It has been reported that the AED is draining batteries too quickly.

Manufacturer narrative:
(B)(4).. Product eval pending. Issue is being reported as alert could not be cleared by operator. Date of manufacture: 02/2007.